Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The customer was hospitalized on an unknown date due to chronic obstructive pulmonary disease, as well as low blood glucose, and pneumonia. The cause of death was chronic obstructive pulmonary disease, falls, and issues with high and low blood glucose. The caller stated that the customer had chronic obstructive pulmonary disease, falls, a stroke, pneumonia, high and low blood glucose incidents that may have led to the customer's passing. The customer¿s blood glucose was 36 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer had a low of 26 mg/dl and received paramedic assistance on (B)(6) 2021. The customer had told their caregivers to change the basal and lower it for night time, but the information was not reported to their endocrinologist. The caller declined to return the insulin pump for analysis.